Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One ventricular fibrillation episode of 140 ms average v-cycle occurred on (B)(4)-2011 13:20:51.

Event description:
It was reported that the patient received shocks on a true ventricular fibrillation episode that was very fast. The complex was double counted because of the nature of the rate and rhythm. It was very fast and large enough that the auto adjusting sensitivity of the device not could not make the change quick enough between the complexes to block out the t wave. The device remains in use. No further patient complications have been reported as a result of this event.